Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, approximately four and a half minutes post polymer injection, the patient became hypotensive (classified as a potential polymer leak). Anesthesia was administered, which stabilized the patient's blood pressure. It was noted that the polymer syringe did not bottom out, however the patient's neck conicity was outside the device IFU. The procedure was completed and the patient will continue to be monitored.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The delivery system was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported alto intraoperative polymer leak is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. It was noted that the conicity of the aortic neck was off-label as it measured 12.2% (IFU requirement is less than 10% between p2 and p2+7). There were also neck calcifications present (cautionary product use condition). In addition, the aortic body was reportedly sized based on the distance between p2+7 and p2+10. It is unclear if these factors contributed to the reported event. It was also reported that just prior to the procedure, the physician decided to convert to an aui. In addition, there was reportedly a small leak around the amplatz plug, but it is unclear if this was an endoleak. The final patient status was not reported. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b5 describe event or problem. G3 awareness date. H6 investigation finding codes; remove 3233. H6 investigation conclusion codes; remove 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, approximately four and a half minutes post polymer injection, the patient became hypotensive (classified as a potential polymer leak). Anesthesia was administered, which stabilized the patient's blood pressure. It was noted that the polymer syringe did not bottom out, however the patient's neck conicity was outside the device IFU. The procedure was completed and the patient will continue to be monitored. Additional information: the initial implant procedure was performed as an aui (aorto-uni-iliac) conversion. Delivery system is unavailable for return/evaluation.